Event description:
During intraoperative craniotomy procedure while patient on imiris MRI or bed, the bed rotated spontaneously without operator control resulting in lateral movement of 30-40 degrees. The imiris bed continued to spontaneously move every fifteen minutes an inch requiring constant leveling calibration of bed. No harm despite needed close supervision. Manufacturer response for holder, head, neurosurgical (skull clamp), clearpoint (per site reporter) the customer service engineer for the manufacturer was identified and the engineer installed a new hydraulic roll cylinder then tested it and found no roll-drift.

Event description:
During intraoperative craniotomy procedure while patient on imiris MRI or bed, the bed rotated spontaneously without operator control resulting in lateral movement of 30-40 degrees. The imiris bed continued to spontaneously move every fifteen minutes an inch requiring constant leveling calibration of bed. No harm despite needed close supervision. Manufacturer response for holder, head, neurosurgical (skull clamp), clearpoint (per site reporter): the customer service engineer for the manufacturer was identified and the engineer installed a new hydraulic roll cylinder then tested it and found no roll-drift.